Event description:
Knee effusion, knee pain, granuloma, synovitis. A pt with a three year history of osteoarthiritis involving all three compartments of the left knee, was admitted for evaluation of a flare with a joint effusion. They had received analgesics, non-steroidal anti-inflammatory therapy, and two synvisc injections in the knee. The effusion had developed 48 hours after the second injection. Fluid aspirated at the rheumatologist's office revealed 2550 cell/mm^3 (cell type not specified) with no organisms or crystals. The persistent tap was noted in the left knee, as well as genu valgum deformity while walking. Peripheral blood cell counts were normal, the erthrocyte sedimentation rate was 20 mm/hr and the c-reactive protein level was lower than 3 mg/l. Joint fluid recovered seven days after symptom onset showed a few neutrophils with no organisms by microscopy or culture. A synovial membrane biopsy taken at the same time to rule out septic arthritis disclosed fibrosis and edema with a few reactive lesions and resorptive macrophagic granulomas. The biopsy fragments were negative for organisms by microscopy and culture. Examination of smears by fluorescent microscopy and cultures were negative for myobacteria. Joint lavage was performed during the same procedure as the biopsy. The symptoms that had led to the hospital admission resolved completely and promptly.